Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed leaking from arterial end of dialyzer. The machine did not alarm. Estimated blood loss was less than 100 cc's. Pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample has been discarded.